Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone call that the customer's expressew iii with hook failed to work during a rotator cuff procedure. The bottom jaw broke off and fell into the patient. They were able to remove it completely. The case was completed using a back-up device. There was no adverse patient consequences reported. There was a 3 minute delay in the procedure. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental medwatch is being filed to correct the date the investigation was done.